Manufacturer narrative:
Footswitch failure: it is unknow if the footswitch was associated to olympus empower h65 (k180423) or olympus empower h100 (k180922). We are unaware about operator/patient injury.

Event description:
Damaged footswitch cable, it was possible to conclude treatmente keeping it straight in a certain position. No adverse effects to patient/operator were reported.